Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The extracorporeal tubing was returned cut in two parts. Three kinks were observed on the inner lumen and catheter tubing approximately 36.1cm, 58.4cm and 71.4cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 64.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported there was a fiber optic sensor alarm generated while supporting the patient during intra-aortic balloon (iab) therapy. There was an attempt to do several unplug-plug back in sequences which did not work. The central lumen was capped off and was unable to be used. The emergency service specialist suggested insertion of a radial arterial line as an alternative pressure source. There was no reported injury to the patient.